Event description:
It was reported that the device did not pick up on a slow atrial arrhythmia that was between 160 and 170 bpm. The patients ventricular rate was 130 bpm. The physician questioned how effectively the device is mode switching since some atrial refractory events look inappropriate. They cardioverted the patient for the atrial tachycardia, but the patient went right back into the atrial tachycardia. They did not make any changes to the parameter settings and determined that the device was mode switching properly. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the device did not pick up on a slow atrial arrhythmia that was between 160 and 170 bpm. The patient's ventricular rate was 130 bpm. The physician questioned how effectively the device is mode switching since some atrial refractory events look inappropriate. They cardioverted the patient for the atrial tachycardia but the patient went right back into the atrial tachycardia. They did not make any changes to the parameter settings and determined that the device was mode switching properly. The device remains in use. No further patient complications have been reported as a result of this event. It was later reported that the device was explanted. No further patient complications have been reported as a result of this event.